Event description:
Related to MFR report #2183959-2012-00345. Related to MFR report #2183959-2012-00347. The pt was implanted with an perigee graft system on or about (B)(6) 2009. It was reported the pt experienced physical and mental pain and suffering, emotional and mental distress, erosion, dyspareunia, hardening, recurrent incontinence, and permanent injury and disability. The pt underwent unspecified additional vaginal surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.